Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
There was no allegation of a product malfunction; however a product malfunction was indicated by the request of the lcd screen part number. There was no patient involvement.